Event description:
Fill volume: 189 ml. Flow rate: 1 ml/hr. Procedure: unk. Cathplace: unk. A pharmacist from an international distributor reported that infusion from a pump finished too fast on a pt. No add'l info was provided.

Manufacturer narrative:
Method: the device was reported to be returning for an eval and investigation. A review of the device history records (DHR) was conducted for reported lot number. Results: results will be provided once the eval and investigation have been completed. Per the DHR review there were no reworks, special conditions, or related nonconformance reports (ncrs) for this reported lot number. The lot met the process specs, including the qc acceptance criteria prior to release. Conclusions: a f/u report will be filed when the investigation has been completed. Info from this incident will be included in our product complaint and MDR trend reporting system. Add'l investigation may arise from ongoing analysis, trend info, or other analysis as appropriate.